Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right superficial femoral artery. During use of a nav6 emboshield , the doctor inadvertently pulled off the tip of the pod of the delivery catheter while trying to change out the guide wire. The tip held the filter and was still on the bare wire. A stent was implanted to complete the procedure. The patient is doing well. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). If follow-up, what type: correction: concomitant medical products, device evaluated by MFR: device returned. If follow-up, what type correction: method code 4115 removed. Evaluation summary: visual inspection was performed on the returned product. The separation of the pod was confirmed.

Manufacturer narrative:
Internal file number - (B)(4). Device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the pod separation was due to inadvertent mishandling. Based on the reported information, it appears that the pod of the delivery catheter was inadvertently grasped while attempting to exchange the short barewire to a long barewire causing the pod to separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, it was confirmed that the long barewire was already placed within the patient`s anatomy and there was no issue with it. After successful preparation of the device, the physician wanted to remove the short barewire to thread the emboshield nav 6 over the long barewire. During removal of the short barewire, the physician noticed that the tip was separated. Neither the short barewire nor the emboshield nav6 were in the patient at the time this occurred. No additional information was provided.